Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 6 c-ring came out of the box broken. The scope wash tubing had broken about 1 cm from the c-ring, but was still in the cannula. A new unit was used to complete the procedure. The hospital did not report any pt effects. Te product is returning. Received user facility report on 27-may-2011 (B)(4) which stated that when it was first used, the c-ring did not advance smoothly and after repeated trials, one side broke.

Manufacturer narrative:
Investigation: visual inspection revealed that the scope washing tubing was broken about 1 cm from the c-ring. The detached part was still in the cannula and could not be removed from the guide tube. There was no evidence of blood or signs of clinical usage. Based upon the visual observations, the reported complaint for "scope wash tubing broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).